Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Media review: media was received in the form of two photos. Review of media shows two shelf boxes. The seal is open and sticking onto a different shelf box. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to transport/storage.

Event description:
It was reported that the package seal was compromised. When the distributors received the devices, the sealing labels were already open, and some even stuck to the adjacent device. The device was not opened and can be use normally. There was no patient involved.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) e1 - initial reporter phone: (B)(6) detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the package seal was compromised. When the distributors received the devices, the sealing labels were already open, and some even stuck to the adjacent device. The device was not opened and can be use normally. There was no patient involved.

Manufacturer narrative:
B5 - event description: corrected. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Detailed product information was not provided to bsc. Good faith effort attempts were made to try and retrieve the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Media review: media was received in the form of two photos. Review of media shows two shelf boxes. The seal is open and sticking onto a different shelf box. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to transport/storage.

Event description:
It was reported that the package seal was compromised. When the distributors received the devices, the sealing labels were already open, and some even stuck to the adjacent device. The device was not opened and can be use normally. There was no patient involved. It was corrected that the pouch was not opened and the sterility of the device was not compromised.